Event description:
The customer reported overflow of diluent during an attempt to process controls involving coulter act diff 2 analyzer. The customer stated the unit had been installed the previous month and had only attempted to process controls. As the customer put the tube in the close mode holder, it dispenses diluent into the tube and overfills it. The customer had on personal protective equipment (ppe): gloves and laboratory coat and cleaned the spill following the facility's exposure control/risk management plan. The customer discontinued using the unit. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) confirmed the aspiration probe had leaked fluid. The fse diagnosed the issue was due to a bent aspiration probe. The fse disconnected the line passing through line pv 8. The fse replaced the aspiration probe and reattached line pv 8. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).